Event description:
Information received indicates CPR will lower head section but when the CPR is released the head section rises again.

Manufacturer narrative:
The technician found a stuck switch in the right siderail patient control causing the head section to raise to its upper limit and will not lower. The technician replaced the right patient siderail control to repair the bed.